Event description:
It is reported that in 1999 pt. Sustained a fracture of right femur which was fixated using a zimmer cable ready bone plate and cables. Post-operatively, in 2000, the plate was discovered to have fractured. Following week, the plate was removed and revised using another unidentified plate product.